Event description:
The customer reported in an article published in the international journal of the care of the injured in january 2006 that during the period between a 2004 and 2005, ten out of 16 patients implanted with t2 supracondylar nails for a fracture of the distal femur, experienced disengagement of the condyle screws at a mean time of 10 weeks. It was further reported that the fractures united in all 16 patients and that two patients underwent revision.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or add'l info becomes available, it will be reported on a supplemental report.